Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging the patient visualization of particles in tubing and chamber also the patient alleged difficulty breathing/short of breath related to a CPAP device's sound abatement foam.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, p4 power connector. Pil technician observed an unknown contaminate inside the top enclosure and inside the ui and rear panels. A contaminate consistent with keratin was observed on the blower box. (B)(4) v01 addresses the issue of keratin. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 13 errors (error 1 of error #130 err_task_wdog_timeout-(reboot error),12 of error #101 err_humid_max_temp-(continue error)) found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed the dust/dirt contamination in the airpath, likely from a source external to the device and thereis no evidence of degraded sound abatement foam.evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Section h6 was not captured in previous MDR,now it has been corrected and updated in this report.